Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification occurred. On (B)(6) 2024, it was reported that the patient experienced a missed alert which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. The day of the event, at 03:00am, the cgm alerted the patient of a hyperglycemia and the cgm reading was 22.0 mmol/l. The patient self-treated with 2 units of insulin via the omnipod. At 06:15am the patient woke up and the cgm reading was 13.5 mmol/l, and the patient self-treated with 6 units of insulin with via the pump before breakfast. The patient went to work and had unknown symptoms of hypoglycemia early in the morning, and was treated by colleagues with dextrose, coca cola, chocolate milk, a sandwich, and honey was put in the patient´s mouth. According to the patient she was not alarmed by the cgm device of the hypoglycemic event, but no cgm reading was reported from that moment. The patient did not lose consciousness, but an ambulance was called. When a fingerstick was done by the paramedics the blood glucose reading was 3.3 mmol/l. According to the notes from the paramedics, the patient was conscious, but not responsive when they arrived. No further treatment was given by the paramedics as the patient already started to recover, and the patient went to her parents after the incident. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Performance data was reviewed. Data investigation found that at 7:20 am on may 02, 2024, the patient received an urgent low soon alert at full volume with an estimated glucose value of 4.4 mmol/l; this alert was acknowledged immediately. The patient's egvs then dropped below the low alert threshold at 7:25 am and continued falling. At 7:30 am, the patient's egvs dropped below the urgent low alert threshold and she received an urgent low alert at full volume with an egv of 3.0 mmol/l. At 7:35 am, the patient received a second urgent low alert at full volume with an egv of 2.3 mmol/l; this alert was acknowledged immediately. The patient's egvs remained below the urgent low alert threshold thereafter and after 30 minutes, she again began receiving urgent low alerts. From 8:05 am to 8:40 am, the patient received urgent low alerts at full volume every five minutes; none of these alerts were acknowledged. At 8:50 am, the patient's egvs rose slightly and she received a low alert at full volume with an egv of 3.4 mmol/l. The patient's egvs returned to target range at 8:55 am with an egv of 5.0 mmol/l. The reported complaint is undetermined as data investigation shows the system performed within specifications and the patient received all intended alerts including audio alerts. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.